Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation

Manufacturer narrative:
Examination of the returned devices confirms the report. Review of provided patient xrays finds the stem extension axis is no longer parallel with the tibial/sleeve axis, suggesting a fracture of the implant construct at the tibial/sleeve/stem interface. However, it is difficult to detect exactly where the fracture has occurred using these images. These same two images show lighter radiographic density around both femoral and tibial sleeves which suggests a lack of bony ongrowth, however, it is difficult to confirm with the images provided. Evaluation by depuy material's science finds the component fractured due to low stress, high cycle partially reversed fatigue. The presence of two fractures in the screw indicates that significant loosening of the screw had occurred. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The tibial stem of a loosened knee prothesis broke.

Manufacturer narrative:
This complaint is still under investigation.